Event description:
After firing a cs29 stapler via an idrivec in a sigmoid resection procedure, the anvil of the device could not be opened, and so the device had to be excised from the body. It was noted after removal that the tissue had been cut, but not stapled. The tissue was subsequently closed by means of sutures. Another device was used with the same outcome. Surgery was ultimately completed by use of a different medical device.

Manufacturer narrative:
Patient's age and weight are unknown. "999" and "000" are merely placeholders. Lot number is not known, and so expiration date could not be ascertained. Lot number is not known, and so date of manufacture could not be ascertained. The two cs29 staplers were returned without the anvil assemblies. Besides this fact, the devices met the visual specifications. When the devices were fired after new anvil assemblies had been attached, both devices successfully deployed staples and transected the test medium. The root cause of the reported complaint could not be ascertained. The concomitant device (idrivec) was also tested: it passed visual and functional testing.